Event description:
Notified by fmc product complaint of this internal leak of the dialyzer, 14th use. Leak was described as "ruptured membrane". When verified with the facility healthcare professional, rupture was describing a "blood leak" with visible blood in the effluent dialysate, estimated blood loss was reported as the circuit or 240 ml without further blood loss from the actual leak. There was no medical intervention required and no adverse effects to the patient involved. The patient's hematocrit was reported as stable. The actual dialyzer had been saved but not rinsed and could not be evaluated. MDR filed due to blood loss reported.